Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: foreign plastic item inside the IV tubing just before the filter. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Additional information: d9 device returned to manufacturer date two (2) used samples inside packaging, and two (2) photographs were submitted for evaluation. The samples were visually evaluated, and no defects were observed. The photographs were evaluated, and a proper evaluation could not be carried out from the evidence in the photograph provided. It should be noted that the foreign plastic item observed inside the IV tubing inquired about is the flow restrictor and is intended to be present in this device. The reported defect is not confirmed. Based on the results of the sample evaluation, the product met internal specifications. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.